Event description:
It was reported that during intra-aortic balloon (iab) insertion, blood was coming back into the iab catheter. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion, blood was coming back into the iab catheter. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: section d changed brand name trans-ray plus 7.5 fr. 35cc iab to trans-ray plus 7.5 fr. 40cc iab. Section d changed serial # (B)(6). Section d changed lot # 3000112945 to 3000104728. Section d changed exp date 01/24/2023 to 09/13/2022. Section d changed catalog # 0684-00-0604 to 0684-00-0605. Section h changed manufacture date 01/24/2020 to 09/13/2019. Evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. No blood was observed inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion, blood was coming back into the iab catheter. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). Initial reported full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion, blood was coming back into the iab catheter. The iab was replaced and therapy was provided. There was no reported injury to the patient.